Event description:
The customer reported during a device replacement procedure for normal battery depletion, this chronic right ventricular lead was surgically abandoned (capped) as insulation breach was observed. A new lead was successfully implanted. To date, no adverse pt effects were reported. The lead was actively implanted for approximately 10 yrs, 2 months.

Manufacturer narrative:
The lead was surgically abandoned (capped) and a new lead was successfully implanted with no adverse pt effects reported. Since the lead was surgically abandoned, it will not be returned for analysis and the reported clinical observation cannot be confirmed. The event will be re-evaluated should add'l info become available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.